Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 20mm synergy xd stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most proximal strut row were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. During a percutaneous coronary intervention (pci), a 4.00 x 20mm synergy xd stent was advanced to the target lesion, but difficulty crossing the lesion was encountered. It was confirmed that the stent strut had lifted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. During a percutaneous coronary intervention (pci), a 4.00 x 20mm synergy xd stent was advanced to the target lesion, but difficulty crossing the lesion was encountered. It was confirmed that the stent strut had lifted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.